Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received from the end user states that they developed red skin under the tape collar starting on (B)(6) 2011. Their usual wear time is 7 days. The current wear time starting on (B)(6) 2011 is 2 days. Cleans with cool water. Applies ostomy powder and uses paste but does not use skin prep. Discussed crusting technique. Directed end user to follow up with their doctor if there is no improvement. The patients subsequent outcome was not reported.